Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on after she replaced the batteries. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010, the patient noted the reported meter would not power on after she had replaced the meter's batteries. During the time period, she was unable to test her blood glucose level, the patient claimed she stopped drinking soda. On (B) (6) 2010, the patient experienced the symptoms of fatigue and sweating. The patient administered self-treatment with glucose tablets; she did not seek any medical attention. Troubleshooting revealed there was no misuse of the product, the batteries did not need to be replaced, and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with glucose to alleviate those symptoms. Therefore, this complaint is being reported.